Event description:
A dexcom employee contacted dexcom technical support on (B)(6) 2014 on behalf of patient to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Three attempts were made to contact the patient with no success.